Event description:
It was reported that the device would not work on battery power but operated on ac source. There was no report of patient involvement with incident.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and observed that it would not operate on dc power. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.